Event description:
A trial patient reported that the antibiotics she was on was causing her to itch, nausea and sick. It was unknown if issue was resolved at the time of the report. Patient status was noted as alive, no injury

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.